Event description:
Customer states that the active element portion of the closurefast catheter stuck on the micro introducer sheath. The whole system was removed and replaced and the customer completed the procedure with a new sheath and catheter. No patient injury. Investigation of the return closurefast catheter on (B)(6) 2015, confirmed the distal end of the catheter showed the catheter stuck within the sheath with damage to the exposed coil segment. The fep (fluorinated ethylene propylene) appeared stripped off at the proximal end of the coil.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.